Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device switched between 2d and 3d on its own, and when touched the cable, it switched and made noise at the same time. When last used, it sometimes went dark when connecting and could not be seen out of right eye. The issue was found during the middle of an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: poor image quality; component failure of r-unit (charged coupled device). Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
D2a common device name: rigid video laparoscope.

Event description:
It was reported that the subject device switched between 2d and 3d on its own, and when touched the cable, it switched and made noise at the same time. When last used, it sometimes went dark when connecting and could not be seen out of right eye. The issue was found during the middle of an unspecified therapeutic procedure. There were no reports of patient harm.